Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon pulled through when the vcd was being pulled back. Pressure was held to achieve hemostasis. The patient was noted to be fine.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) balloon pulled through when the vcd was being pulled back. Pressure was held to achieve hemostasis. The patient was noted to be fine. Additional information received indicated that the balloon did not lose pressure. The mynx vcd was prepped according to the instructions for use (IFU). The vcd was purged of air during prep. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic procedure. Pressure was held for 30 minutes to achieve hemostasis. The patient's hospitalization was not extended. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. If the device was not inserted into the procedural sheath up to the white shaft marker as intended per instructions for use (IFU), the balloon will not reach the outside of the sheath. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (02/20/2018) additional information received indicated that the balloon did not lose pressure. The mynx vcd was prepped according to IFU instructions. The vcd was purged of air during prep. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic procedure. Pressure was held for 30 minutes to achieve hemostasis. The patient's hospitalization was not extended.